Event description:
Customer reported at 7 am, device = 227 mg/dl. Customer had eaten 1-2 hours earlier. Customer went to the emergency room (ER). ER device = 158 mg/dl about 15-20 minutes later. No treatment was received. Controls were reported in range, however values were not provided. A request was made for return product and replacement product was sent.